Manufacturer narrative:
The patient's admission on (B)(6) 2021 for stroke was reported in MFR report # 2916596-2021-04240. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a post-operative stroke. They was hospitalized on (B)(6) 2021 and (B)(6) 2021 and was doing poorly. The patient had a left cerebellar, ischemic cerebral vascular accident. The patient's anticoagulation status was coumadin and 81mg acetylsalicylic acid (asa) a day. The patient's inr was 2.5. Diagnostic testing included CT scans. The patient had left sided weakness and delirium.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.